Manufacturer narrative:
Implant and explant dates: if implanted or explanted, give date: unknown if the lens was implanted and unknown if explanted. Initial reporter phone number: (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol) had a straight scratch on the backside of the lens. No further information was provided.

Manufacturer narrative:
Additional info: additional information was received and it was learnt that the lens was implanted and to date remains implanted. Also the serial number of the lens was provided. Updated the following fields: (B)(4). Expiration date: 04/11/2020; complete catalog#: pcb0000200; (B)(4). Device manufacture date: 04/11/2017. (B)(4). Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional investigation requests for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.